Event description:
Pt consented for a caudal block prior to chordee correction and circumcision with dr. 1 [redacted]. After the block timeout and prepping, dr. 2 [redacted] started the caudal block with dr. 3 [redacted] by her side. Caudal attempted with a 20g catheter. Attempt was unsuccessful and needle with catheter met resistance upon removing. When removing the IV catheter, the needle was fully intact, but 1.5cm of the IV catheter was missing from the catheter pulled out. What was left of the catheter was frayed at the end. Dr. 3 [redacted] did an ultrasound in the or and saw the catheter left behind subcutaneously. Care team member reached out to general surgery md. Dr. 1 [redacted] spoke with ir [interventional radiology] and placed an order for ultrasound imaging to confirm the location is subcutaneous. Care teams confirmed subcutaneous location of the 1.3cm catheter. Family had been notified that an ultrasound order was placed and went to the front desk concerned. Family placed in consult room for dr. 1 [redacted] to inform them of the situation. General surgery md consented the family to remove the catheter. Catheter was a 20g x 1 3/4". Brand: braun. Ref # 4252527-02; lot # 24n23g8241 exp date: 12/01/2029. [Date redacted] update: cather break. About 1.3cm-1.5cm (both measurements mentioned in notice from rn) remained subcutaneously in patient's lumbar region of back. Upon notification to or management, instructed rn to inform surgeon of need to disclose to family and consider consulting general surgery or ir to visualize catheter for potential removal. Surgeon used ultrasound to attempt to find and remove catheter and upon unsuccessful attempt, consulted ir who successfully removed an approx. 1.3cm portion of the distal catheter. Per anesthesia's report to the pt family, dr. 2 [redacted] reports "I spoke with parents in pacu [post anesthesia recovery unit] and explained, and demonstrated with a bbraun angiocath, how I think the angiocath fragment was retained subcutaneously at the insertion site in patient's back. I answered all their questions. I reassured them that we are 100% certain that there are no other retained fragments of catheter left."